Manufacturer narrative:
A review of the manufacturing record for the devices verified the lots met all pre-release specifications. Also was used tgu373715j/ 20356451 UDI# (B)(4). According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events which may require intervention and / or conversion to open repair include but are not limited to paraplegia / paraparesis.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of a thoracic aneurysm using a gore® tag® conformable thoracic stent graft with active control system and a conformable gore® tag®thoracic endoprosthesis. Reportedly, the first device (conformable gore® tag®thoracic endoprosthesis) was implanted in the distal side. During the delivery of the second device (gore® tag® conformable thoracic stent graft with active control system), a blood pressure was increased dramatically (increased by 200 mmhg or more). It was confirmed that there were no abnormalities include dissection and the cause was reported unknown. After administration of the antihypertensive agent, the ctag ac was deployed in the proximal side. It was reported that the device slightly moved distally (unknown amount). No vessel coverage was occurred. Also, a slight proximal type I endoleak was observed. It was decided the patient will be monitored and the procedure was completed. The cause of the device migration is unknown. After the wound closure, paraplegia was suspected. The patient complained of paresthesia in the lower extremities. The cause of suspected paraplegia and paresthesia is unknown. On (B)(6) 2021, the patient underwent the spinal drainage treatment and drug therapy with naloxone and steroids. Reportedly, the patient status has improved. He can move his left leg and bent his right leg. The rehabilitation is undergoing.